Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, the impedance on the rv pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for elevated sensing integrity counter (sic) and high pacing impedance. In addition, the lead exhibited noise with pocket manipulation, oversensing, and no capture at maximum outputs due to a probable lead fracture. Initially, the lead detections and therapies were programmed off. The lead was later partially explanted, capped, and replaced. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.